Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and found that the recently installed datasettes had a problem and replaced it with the previous one. The fse replaced the solenoid driver board and performed a balloon test for approximately 16 hours. The iabp passed functional tests and was now running normally without shutting down.

Event description:
The customer reported that the cs100 intra-aortic balloon pump (iabp) would not start/turn on and the monitor was black. In addition, there was a warning sound coming from the iabp unit. It is unknown under which circumstance this event occurred. However, no patient involvement or adverse event was reported.